Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Boston scientific corporation became aware of a reported issue involving a fuse c38 colonoscope on (B)(6) 2018. Specific procedure details are unknown. According to the complainant, the scope had "no video." There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Boston scientific corporation became aware of a reported issue involving a fuse c38 colonoscope on (B)(6) 2018. Specific procedure details are unknown. According to the complainant, the scope had "no video." There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. H6: device code 1304 captures the reportable issue of center image lost. H10: a fuse c38 colonoscope was returned for analysis. A functional evaluation was performed and the reported issue of "no video" could not be replicated. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint. Since the reported issue could not be replicated, the assigned investigation conclusion code for this complaint is designated as no problem detected. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 02:47 pm CT. The report number is being corrected from: 3005099803-2018-62253 to: 3005099803-2018-61081.